Manufacturer narrative:
Detailed initial reporter and product information was not provided to bsc via the provided medwatch report. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that during a procedure with farawave 31 mm catheter to treat atrial fibrillation (a fib), the patient had a cyanotic event with cardiac arrest. Transeptal puncture was completed without incident. A non-bsc ice catheter and cs deca-polar, and three other diagnostic quad catheter were used along with the farawave catheter were used in the patient. 69 pulmonary vein and posterior wall (off-label use) ablations were performed. A cyanotic event occurred, and the patient's blood pressure dropped and had coded between 1:30 pm to 3:17 pm. Chest compressions were performed for two hours as well as a resuscitation attempt. The last known status of the patient was that they were unstable. The patient was transferred to intensive care unit for the cyanotic injury and possible death. The physician did not know what had caused the injury.